Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hosp with signs of hemolysis. The pt's urine was coffee colored. Ldh was 3734, pfhgb was 452, and his pump was sounding loud. It was also reported that the pt's inr had been therapeutic. The pt's lvad was exchanged due to suspected pump. The pt remains ongoing with the new lvad.